Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device's cord had "small slits and exposed wires" discovered during testing. The device was not being used during surgery. There were no injuries or medical intervention reported. There was no additional information provided.